Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
Additional information was received stating the patient was treated with antibiotics in the hospital and at home. Surgical intervention took place in the middle of november, where the system was explanted to address the issue. The infection seems better. The manufacture representative will no longer be receiving updates regarding the status of the infection. But from their understanding the infection is gone. The exact date of explant is unknown.

Manufacturer narrative:
Device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient was experiencing an infection at the ipg site. As a result, the patient is also experiencing pain and swelling at the ipg site. Surgical intervention may take place at a future date to address the issue.